Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical canada. The device log confirmed the impedance values documented in the log entry indicate a potential coupling issue during the event. The external paddles were not returned for evaluation. The device successfully passed full functional testing, and defibrillation shock testing with no discrepancies. An impedance test was also performed and passed. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.